Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the alert tone was slightly higher than the last insulin pump. The customer stated that the insulin pump volume was the same but alert tone was a little higher pitch than they liked. No harm requiring medical intervention was reported. The device will not be returned for analysis